Manufacturer narrative:
Additional narrative: reporter is jnj representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the patient underwent for a screw removal procedure in the iliac performed on (B)(6) 2020. During screw removal, a driver¿s tip stripped and remain in the patient body. The surgery was completed without delay reported. No adverse effect to the patient was reported. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity unknown) unknown setscrews (part# unknown, lot# unknown, quantity unknown). This complaint involves two (2) devices. This report is for (1) t27 modular driver shaft. This is report 1 of 1 for (B)(4). Related product complaint: (B)(4).